Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site, inspected the unit and observed 2011 (error getting version strings from instrument host) and 2012 (instrument host timeout error) errors during boot-up. Upon investigating the unit, fss found the subsystem controller printed circuit board (pcb) to be the issue, which the part was replaced. During troubleshooting, the advantech board, network connector, programmed hard drive assembly, network cable and system manager pcb were replaced as a precaution. Fss reloaded host and instrument software as well as re-booted system several times without error. Fss also performed field service checklist, which the unit passed all functional tests and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported blank screen during initial start up, then they received error 2011 (error getting version strings from instrument host) on the whitestar signature system. When asked the customer if there was a delay in this case, it was reported that the patient was prepped, but the surgery had not started when the issue occurred; therefore, the surgeries were cancelled for the day. There was no patient injury reported.